Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited multiple noise reversion alerts, however it did not inhibit pacing. The patient would be monitored. The device remained implanted.